Event description:
A customer site in (B)(6) filed a complaint alleging that discrepant results for two patient samples were generated while evaluating a correlation between cobas ampliprep / cobas taqman (cap/ctm) (B)(6) v1.0 and v2.0 tests. The results of version 1.0 were reported to the physician. It was stated that no adverse event was reported and no patient information or treatment information is available. This report will address specimen 1 with cap/ctm (B)(6) v2.0. MDR 2243471-2013-00030 will address specimen 1 with cap/ctm (B)(6) v1.0. MDR 2243471-2013-00032 and 33 will address specimen 2 results.

Manufacturer narrative:
(B)(4). Specimen 1 generated a result with the cap/ctm hcv v1.0 test of 2.00 log iu/ml vs. Results of 4.39 and 4.56 log iu/ml with the cap/ctm hcv v2.0 test. Specimen 1 was determined to be (B)(6) genotype 2. For the cap/ctm hcv v2.0 test, there are mismatches at the 5' end to the upstream and one of the two downstream primers. Also, there is one mismatch near the middle of one of the two probes. None of these are likely to affect assay performance. Retain kit testing met specification. There is no indication of a product malfunction (B)(4).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. The associated us product code is (B)(4).